Manufacturer narrative:
Root cause analysis underway to determine potential contributing factors of failure.

Event description:
Date of initial surgery is (B)(6) 2017. The doctor implanted two 9mm dynaforce implants dorsally accross the first ipj. At 4 week routine post-op visit the doctor discovered 1 fractured implant and non-union of fusion site. Doctor plans to continue to monitor patient and update us if a revision surgery is performed.